Event description:
The customer reported to olympus they received an e315 unsupported scope error code on the colonovideoscope. The issue was found during inspection for use. The unspecified procedure was completed using a similar device. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed when the e315 error was found to have been caused by corrosion on the connector. Additionally, the evaluation found the following non-reportable malfunction(s): due to wear of angle wire, bending angle in up direction did not meet the standard value; adhesive around light guide lens and paint on suction cycler were peeled; universal cord was sticky; suction cylinder was shaved; scratches found on universal cord, switch box, connecting tube, forceps elevator lever, up/down (up) knob, right/left (r/l) knob, suction connector, probe cover, control unit, switch 1; control unit had discoloration; light guide-bundle was slipping down; suction connector was dirty due to water leakage; control unit had corrosion due to water leakage; adhesive on bending section cover had a chip; due to wear of angle wire, the play of u/d knob was out of the standard value; due to corrosion on scope ID cable, scope ID was not displayed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Corrected data: h4 (the correct device manufacturer date has been provided) this report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the e315 error was due to breakage of the image sensor unit including disconnection caused by stress from repeated use, external factors, handling, or that the components including the ic chip and capacitor mounted on the electric circuit board had a defect. The event can be prevented by following the instructions for use which state: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning ¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.